Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -5.00 diopter, implantable collamer lens was implanted into the patients right eye (od) as replacement lens on (B)(6) 2021 to correct low vault. " queratitis" was reported for status of the eye (signs/symptoms) . Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.